Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No unexpected low battery alarms noted during testing. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with broken battery tube threads, cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they battery compartment threads were stripped. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.